Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported having a reaction following an intraocular lens (iol) implant procedure. The lens was exchanged due to the wrong power being implanted. They (hives) continued once the exchange was done and a new lens was implanted. The reporter did not provide any contact information; therefore, follow up was not able to be conducted.